Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e volutpro-26-us, serial/lot #: (B)(4), ubd: 11-jun-2020, UDI#: (B)(4). Product analysis: the delivery catheter system (dcs) was not returned and the valve remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29mm transcatheter bioprosthetic valve, the valve was fully deployed in the native annulus. As the delivery catheter system (dcs) was withdrawn, the nose cone caught on the outflow portion of the valve which caused the valve to dislodge. Subsequently, a second 26mm valve was successfully implanted. No additional adverse patient effects were reported.